Event description:
It was reported that a user of the ilet experienced hyperglycemia of unclear cause, with troubleshooting and education completed and no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Investigation included a review of use history and user-reported troubleshooting steps. Investigation of this case revealed no evidence of device malfunction or component failure based on the absence of alarms and successful completion of education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.